Manufacturer narrative:
Based on the information collected, including photographic evidence provided by the customer, it was determined that one of the sling loops failed at the stitching. The loop became detached because the required seam had not been formed. The customer was unable to confirm whether the sling had been inspected prior to use. As stated in the instruction for use (IFU 04.sl.00en rev. 11, june 2025), users are required to perform a pre-use inspection of all sling components, including loops and stitching, and are instructed not to use the sling if any part is missing or damaged. Although the pre-use inspection could not be verified in this case, the absence of such an inspection is not considered to be the cause of the failure. The defect originated during manufacturing and would not have been created by the user. Following notification, the manufacturer conducted an internal assessment. The most probable root cause was identified as a sewing machine issue: the bobbin thread ran out during the operation, and the equipment continued its programmed cycle without forming stitches. Because the empty-bobbin condition was not detected, the process proceeded normally but did not generate the required seam. This resulted in an unstitched section of the loop, which subsequently detached during use. Based on the investigation, the internal awareness for manufacturing and quality personnel has been initiated. The arjo device was used for a patient¿s transfer when the event occurred, and it played a role in the event. The loop failed at the stitiching, therefore, the sling did not meet its specification. The complaint was assessed as reportable due to the allegation that one of the sling loops failed at the stitching during patient transfer.

Event description:
The sling loop broke during a patient transfer. No injury was reported.

Manufacturer narrative:
One of the sling loops failed at the stitching and became detached. The sling is not available for return or evaluation. Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.